Event description:
Procedure: low anterior resection. According to the reporter: the jaws of the device locked once fired on the tissue. The surgeon had to cut the device off the tissue. The surgeon was able to continue the cause using another device.

Manufacturer narrative:
(B) (4).